Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported patient's ipg was reaching eol. There was no loss of therapy. Surgical intervention was undertaken to address the issue wherein the ipg was explanted and replaced. Therapy was restored post-op.